Event description:
It was reported that revision surgery was performed due to elevated cobalt and chromium levels, pain, weakness of the legs and hips, and fluid accumulations around the hip. Metallosis was reportedly noted during the revision.

Manufacturer narrative:
These combination of devices constitutes an off label application in the united states.